Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phaco on left side of machine but was able to use right side to do surgical procedures. No patient harm.

Manufacturer narrative:
The customer reported that the system had no phaco power. The company service representative examined the system and was unable replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on september 2, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).